Event description:
It was reported that a flogard infusion pump would not power on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected with no issues found. The power on self-test was performed successfully. A review of the service history did not reveal any problems that would contribute to the reported issue. During power on self-test and alarm log review a low battery alarm was found; the cause of this was an inoperative battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.